Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons was not responding. Customer's blood glucose value was unknown at the time of the incident. Customer stated the insulin pump had insulin pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Customer was performed self test and it was passed. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm (line number 5632 file number 2005) and the motor arm cannot communicate with the main arm alarms due to a software error. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 and 6 of the ambient light sensor. No pump error alarms noted during testing.